Event description:
It was reported while using unknown bd vacutainer blood collection tube with a bd acquisition device, one (1) patient experienced blood flowing back up the acquisition device when the blood collection tube was attached. The devices were replaced and the draw continued. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.